Event description:
It was reported that the tip of the electrode broke off during a rf procedure, posing a risk that this material could be left behind in the patient, during use in a surgical procedure. At this point no additional event details were provided, and attempts are being made to gather additional information.

Manufacturer narrative:
Follow-up report submitted to document additional event details and completed investigation. H3 other text : discarded by customer.

Event description:
It was reported that the tip of the electrode broke off during a rf procedure, posing a risk that this material could be left behind in the patient, during use in a surgical procedure. The procedure was successful, there was no medical intervention, no delays, and no adverse consequences were reported.